Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included chiari malformation and uterine disorder. Concurrent conditions included kidney stone, arthritis, low blood pressure, obesity and anxiety. Concomitant products included metoprolol, sumatriptan (imitrex) and venlafaxine hydrochloride (effexor). In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding(vaginal )") and menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"). In 2013, the patient experienced dysmenorrhoea ("painful menstrual cycles/ dysmenorrhea (cramping),") and dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse),"). On (B)(6) 2013, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), abdominal pain ("abdominal pain") and migraine ("migraines"). The patient was treated with clonazepam (klonopin) and surgery (bilateral salpingectomy on (B)(6) 2013/davinci assisted hysterectomy oo). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, weight increased and abdominal pain outcome was unknown and the dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, headache and migraine had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.4 kg/sqm. Ultrasound scan vagina - in (B)(6) 2011: total bilateral occlusion.. Most recent follow-up information incorporated above includes: on 22-feb-2019: pfs received- new event headaches were added. The outcome of vaginal haemorrhage, menorrhagia, dysmenorrhea, dyspareunia, migraine, headache updated to recovered / resolved. New reporters, medical history, treatment drug and lab data were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included chiari malformation and uterine disorder. Concurrent conditions included kidney stone, arthritis and low blood pressure. Concomitant products included metoprolol, sumatriptan (imitrex) and venlafaxine (effexor). In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("heavy vaginal bleeding"), menorrhagia ("menorrhagia"), weight increased ("weight gain"), migraine ("migraines") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterosalpingectomy to remove essure /davinci assisted hysterectomy oophorectomy ). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, weight increased, migraine and abdominal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 4-apr-2018: pfs received:the events menorrhagia, weight gain, migraines, abdominal pain added.reporters,concurrent condition,concomitant medication added. On 4-apr-2018: fu 1 and 2 processed together. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (hysterosalpingectomy to remove essure was performed on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia and vaginal haemorrhage outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, pelvic pain and vaginal haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.